Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The surgeon monitor was returned to the manufacturer for analysis. Analysis found that, as reported, the returned monitor displayed a good image at power up, but the display went blank after a short time. Analysis found that the reported event was related to be an electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the screen display of the surgeon monitor went off unexpectedly. An alternate monitor was used for replacement without complication. There was no patient present when this issue was observed.